Manufacturer narrative:
Describe event or problem: it was reported that leakage occurred from the bd q-syte¿ extension set micro bore's female luer and septum during use, after having been placed 2 days prior. The customer reported 3 occurrences of this event. As reported by the customer, translated from chinese to english, "the nurse noticed that there was leakage at the juncture of the female luer and the septum. The connector was placed for 2 days with normal medicine. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that leakage occurred from the bd q-syte¿ extension set micro bore's female luer and septum during use, after having been placed 2 days prior. The customer reported 3 occurrences of this event. As reported by the customer, translated from chinese to english, "the nurse noticed that there was leakage at the juncture of the female luer and the septum. The connector was placed for 2 days with normal medicine.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the bd q-syte¿ extension set micro bore's female luer and septum during use, after having been placed 2 days prior. The customer reported 3 occurrences of this event. As reported by the customer, translated from chinese to english, "the nurse noticed that there was leakage at the juncture of the female luer and the septum. The connector was placed for 2 days with normal medicine. Pr# (B)(4) for same issue from same lot."